Event description:
As reported by the edwards field clinical specialist (fcs), during the transapical tavr procedure the balloon on the ascendra 3 delivery system ruptured before it was fully inflated. Per report, a second delivery system was opened to post dilate the valve; minor paravalvular leak (pvl) had been noted initially which resolved after post dilation. The physician attributed the balloon rupture to the patient¿s severely calcified sinotubular junction (stj) and aortic complex. Per report, the patient¿s aortic valve and aortic root were severely calcified, the ejection fraction was 50%, the sinotubular junction (stj) measured 23mm, and the patient had mild ventricular septal hypertrophy and mild mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the root cause of the rupture was attributed to the patient¿s annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.